Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).

Event description:
Adverse event(s): "pt experienced visual complaints and floaters" (visual disturbances); "light blue fibers were noticed in the eye" (foreign body, removal of); "low grade endophthalmitis" (endophthalmitis). Product problem(s): "light blue fibers were noticed in the eye" (foreign material present in device). The customer reported that 3 mm light blue fibers were noticed in the eye behind the iol after phacoemulsification surgery at the post operative exam on the right eye. The fibers that were noted after surgery could not be seen with the naked eye. The pt experienced visual complaints and floaters and a low grade endophthalmitis. The pt required a second procedure to remove the foreign material. On (B) (6)2010, the pt underwent a pars plana vitrectomy with posterior capsulotomy. The threads were removed. Add'l f/u info has been requested.